Event description:
Per the report received from united kingdom, edwards received notification of a pascal ace device implanted in the tricuspid position. During a follow-up echocardiogram after an unknown period of time, a single leaflet device attachment (slda) was identified. Approximately five months post-procedure, a reintervention was attempted; however, no adequate grasp was achieved. The patient will be considered for transcatheter tricuspid valve replacement (ttvr)

Manufacturer narrative:
Telephone number - e1: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.